Event description:
Boston scientific received information that this lead had a problem. A follow up was scheduled and the patient advocate was asking for confirmation. No adverse patient effects were reported. Additional information requested was unsuccessful. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.